Event description:
The pt reportedly did not receive benefit form the cochlear implant. The pt was seen by a company rep for device evaluation. Testing performed confirmed that the pt's c1 device was no longer functioning. The pt was explanted and reimplanted with another advanced bionics device.